Event description:
It was reported that the ventilator generated alarms for inspiratory flow overrange. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performed investigation by themselves. It was reported that the reason for the alarm of the inspiratory flow exceeding the limit is that the patient is relatively large and the tidal volume required is also large, but the doctor chose the baby mode, which was improperly selected, resulting in the above alarm.there are no indications of a ventilator malfunction.